Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (b)(6) 2026 and suture was used. During an unknown cardiovascular surgery and an unknown digestive surgery, the product was unopened and one needle was sticking out. There was no effect on the patient or the surgical field. This event was found before use. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product Complaint # (b)(4).Date Sent to the FDA: 7/28/2026.H6 Component Code: C22 - Photo Analysis.This report is being submitted pursuant to the provisions of 21 CFR, Part 803, Part 4 Subpart B. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.Additional information was requested, the following was obtained:- Could you please provide the lot number?=>109MSMDo you have any photos available for visual analysis?=>YesDid the reported issue contribute to any patient adverse consequences?=>No- Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the Notes or RMAO sections.=>The device has been received at Sukagawa and will be shipped. Please check RMAO. Tracking number is 8740 8336 0677- Please provide the source or name of person providing answers to follow-up questions: =>(b)(6).H3 Investigational Summary: The product was returned to Ethicon for evaluation. One unopened foil packet was received for analysis. The product code PDP8081H; this code is double strand. During visual inspection, one of the needle-suture combinations was observed extending across the seal margin and was observed to be outside of the packaging seal. Upon opening the sample, the suture was confirmed to be trapped within the seal area due to the needles had not been properly secured in the designated slots of the winding former. Additionally, seven photographs were provided, clearly displaying the suture extending across the seal margin, which is consistent with the condition of the sample received. Based on the information currently available, Suture in the Seal area and Needle Is Not Parked were identified during the investigation of the sample received. This product issue will be addressed through the Ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.D4/G4: Device is not distributed in the United States, but is similar to device marketed in the USA. Therefore, (01)GTIN is not available.